Event description:
It was reported that during insertion into guiding catheter, it was noted that the color of the bmw universal ii guide wire was grey instead of green as usual. The physician suspected that the coating was torn off. The guide wire was not advanced into the patient anatomy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood on the core and contrast on the coils, consistent with handling. There was no teflon peeling as reported. The teflon coating color was olive green in appearance, which is consistent with the standard manufactured product. There was a kink in the tip 9 millimeters proximal to the tip ball. There was a kink in the core 1.5 centimeters distal to the proximal end of the guide wire. The kinks which were not reported are possibly due to handling/packaging the device for return to abbott vascular for analysis. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of all guide wires. Additionally, quality control performs on line reliability testing to verify product quality. In this case, the reported discoloration of the teflon was not confirmed on the returned device and the kinks noted do not appear to be related to a product deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling databse for the reported lot was performed and revealed no other incidents for this lot.